Event description:
It was reported that a loss of therapeutic effect occurred. The patient visited the hcp and urine samples were taken. The hcp stated that they had exhausted all the programming options and the next step would be to explant the system. The patient reported eczema on her legs and buttocks. The patient had a rash for (B)(6). Also reported was that a wire got disconnected approximately (B)(6) after implant and it was re-connected. Additionally reported was a shortness of breath and heart palpation for (B)(6). The patient felt stimulation in the vaginal area. The patient had lead revision (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v222578, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was stated they had exhausted all the programming options and the next step would be to explant the system. Shortness of breath and heart palpation were noted for one and a half months prior to report. The patient felt stimulation in the vaginal area. The patient had a lead revision last year. Additional information reported the patient had ¿never been successful with the machine.¿ she had periods where it worked really well and periods where she lost control. It was like this since she had the device implanted. The device was set on program 3 at 1.0 which was a very low setting for her. It was set low because the patient recently had a botox treatment, and the botox started to wear off and she had to self catheterize three times a day after botox treatments which made her more prone to urinary tract infections. It was noted as the patient got older, her condition got progressively worse. It was also noted the patient had nerve ¿spasms¿ and she had no control over when it would spasm. At times the patient would leak when she stood up. It was stated for the device to work the patient had to turn it up to ¿3 something¿ and then she could feel the ¿current¿ in the vaginal area and it was not comfortable.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v222578, implanted: (B)(6) 2009, product type: lead; product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported they had an issue with their first implant and due to this issue it was recommended that it was replaced with their current implant. Patient stated they didn't remember why they had to have the first implant removed, but was at the doctor's office and asked the receptionist for the records. The receptionist read off that the patient had a non-functional lead wire and minimal battery life. No patient symptoms were reported. No further complications were reported or anticipated.